Event description:
Harmonic shears would not seal during procedure: operative procedure: (r) hemithyroidectomy - low transverse neck incision was created, taken down through the skin and subcutaneous tissues and the platysma. Subplatysmal planes were elevated superiorly and inferiorly. The midline rhaphe of the strap muscles was dissected and retracted laterally. She was found to have a slightly deviated trachea and a markedly hypertrophic inflamed right thyroid lobe with a very large extension inferiorly. Circumferential dissection proceeded around the right side of the thyroid lobe. The isthmus was divided, transected and suture ligated. Superior and inferior vascular pedicles were controlled with harmonic scalpel as well as a suture ligation. Middle thyroid vein was suture ligated as well. The recurrent laryngeal nerve was found in its normal anatomical position, and it was pushed inferiorly as well. Both parathyroid glands were noted and found to be kept in the thyroid bed. A very, very large extension inferiorly was dissected out and pulled up into the wound and then the thyroid lobe was removed off of the lateral wall of the trachea. This was sent for frozen section. This returned as a hyperplastic nodule. The wound was irrigated with saline. Hemostasis obtained. Arista was placed into the wound. The strap muscles were closed with interrupted 3-0 vicryl sutures. The platysma was closed with 2-0 vicryl sutures and the skin edges were closed with subcuticular 4-0 monocryl and dermabond on the skin surface. She was awakened, extubated and transferred to recovery in stable condition.